Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted and the pump was switched on. After approximately three minutes, the pump alarmed "helium leak." The pump was rebooted and continued to be used. The pump alarmed a second time "helium leak" and again the pump was rebooted. After the second time the pump alarmed, the pump was exchanged off the patient. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.